Event description:
Subsequent information indicates that the device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that that a local field representative indicated that this pulse generator was interrogated approximately (B)(6) months ago. At that time the battery longevity remaining was greater than five years. At that same time, the minute ventilation (mv) feature in the device was turned on. Recently, the device was interrogated. The device then displayed three years remaining. Boston scientific technical services indicated that it was unlikely that turning on the mv feature would impact battery longevity as described. No additional follow up was to be performed. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.